Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via the left groin access, the stent allegedly partially deployed inside the patient before the grip was disassembled. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation and no images were provided for review which leads to inconclusive evaluation result. A 5f introducer sheath with 0.035" guidewire were used for access, the vessel was tortuous but not calcified, and the lesion was pre-dilated. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. The reported indication represents an off label use. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. Holding and handling of the system throughout deployment was found sufficiently described. In particular the instructions for use states: 'hold the green stability sheath. Do not hold or touch the brown moving sheath'. The instructions for use further states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended'. In regard to accessories/access: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter'. The instructions for use further states: 'the safety and effectiveness of this device for use in treatment of in-stent restenosis has not been established'. H10: d4 (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.